Event description:
It was reported that during a percutaneous rotational atherectomy treatment procedure, a guide wire fracture occurred. Vascular access was obtained via the right femoral artery. The 60% stenosed, >20mm in length target lesion located in the non-tortuous and severely calcified, 3mm in diameter right coronary artery (rca). This 330cm rotawire was selected and placed through a non-bsc 6fr guide catheter, a 2.5x20mm apex balloon catheter was passed over the guide wire. The platforming speed was 160,000rpm. Three 15 second ablations were successfully completed with a 1.25mm rotalink plus. It was noted that the ablation speed dropped was less than 3000 rpm. However; upon removal of the guide wire the distal sections of the guide wire "snapped" off. The guide wire fragment was removed by trapping it in the catheter of the balloon. An angiogram was performed to ensure that there was no vessel damage. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous rotational atherectomy treatment procedure, a guide wire fracture occurred. Vascular access was obtained via the right femoral artery. The 60% stenosed, >20mm in length target lesion located in the non-tortuous and severely calcified, 3mm in diameter right coronary artery (rca). This 330cm rotawire was selected and placed through a non-bsc 6fr guide catheter, a 2.5x20mm apex balloon catheter was passed over the guide wire. The platforming speed was 160,000rpm. Three 15 second ablations were successfully completed with a 1.25mm rotalink plus. It was noted that the ablation speed dropped was less than 3000 rpm. However; upon removal of the guide wire the distal sections of the guide wire "snapped" off. The guide wire fragment was removed by trapping it in the catheter of the balloon. An angiogram was performed to ensure that there was no vessel damage. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous rotational atherectomy treatment procedure, a guide wire fracture occurred. Vascular access was obtained via the right femoral artery. The 60% stenosed, >20mm in length target lesion located in the non-tortuous and severely calcified, 3mm in diameter right coronary artery (rca). This 330cm rotawire was selected and placed through a non-bsc 6fr guide catheter, a 2.5x20mm apex balloon catheter was passed over the guide wire. The platforming speed was 160,000rpm. Three 15 second ablations were successfully completed with a 1.25mm rotalink plus. It was noted that the ablation speed dropped was less than 3000 rpm. However; upon removal of the guide wire the distal sections of the guide wire "snapped" off. The guide wire fragment was removed by trapping it in the catheter of the balloon. An angiogram was performed to ensure that there was no vessel damage. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the device present kinks at 83.3cm and 152.4cm from the proximal end. The device is fractured at 324.3cm from the proximal end. A dimensional inspection was performed and all the outer diameter measurements are within the specifications. The returned device was sent for external analysis ((B)(4) lab) to determine the fracture failure mode. Failure occurred due to a rotational wear reduction of the cross sectional area followed by a final bending overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Manufacturer narrative:
(B)(4).